Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 67 mg/dl. The customer stated that the pump rewound on its own. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was recurring. The customer stated that the issue has been resolved. The customer will be sent a replacement pump.